Event description:
Customer reported that the machine removed 200cc's of fluid from pt when the rate was set to remove zero. Several "dialysate bag empty", "replacement bag full" and "access pressure extremely negative" alarms occurred.